Event description:
The customer reports that the ventilator failed internal leakage and flow tests during pre-use checks. An oxygen gas module was exchanged. There was no patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.